Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 300 cc and experienced deflation on the right breast implant. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 400 cc gel implants, catalog # 3504001bc, s/ns (B)(4) (l) and (B)(4) (r) on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary: it was reported that a 31 year old female patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 300cc and experienced deflation on the right breast implant. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 400cc gel implants, catalog # 3504001bc, s/ns (B)(4) (l) and (B)(4) (r) on (B)(6) 2018. The device was returned to mentor without fluid inside. During evaluation a rent was discovered in the vicinity of the diaphragm valve, measuring approximately 1.5 cm. Microscopic examination of the edges of the observed gave no indication as to cause. No other anomalies were observed. Complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. Investigation of this complaint and similar complaints identified the most probable cause as stress concentration at the anterior vulcanized region of the shell. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).